Event description:
It was reported during a laparoscopic cholecystectomy the er320 was used on the cystic duct and artery. In two instances the clip retracted into the jaws of the instrument, failing to occlude the vessel. The clips closed and reopened and fell into the abdominal cavity. The clips were retrieved with graspers. The case was finished with this clip applier. There was no consequence to the pt.